Event description:
An email complaint was received in which a low readings issue with the Abbott Diabetes Care (ADC) device was reported. On behalf of a customer, a family member reported unspecified low scan result on the ADC device compared to unspecified glucose reading obtained on unknown device. It is unknown whether the customer noted a trend arrow on the device. No report of any symptoms but it was reported that the customer was hospitalized. However, treatment details were not specified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.